Manufacturer narrative:
Device evaluation summary: one cadd solis vip pump was returned for analysis. Review of device history log found that the reported event in the history. During testing the pump was inspected the pump. A cassette was attached to the pump and it was able to perform functional tests. Further investigation of the pump found that the pump was working properly. Customer stated issue was confirmed based on history. Problem source could not be identified. Additional information: information received on 20-may-2020 indicating that the there was no patient involvement in the reported event.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited cassette attached error/motor service error. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.